Event description:
The user reported that the pad had a 1/4" diameter burn hole. Our investigation found that the source of the hole was a broken thermostat terminal.

Manufacturer narrative:
The user reported that the pad had a 1/4" diameter burn hole. Our investigation found that the source of the hole was a broken thermostat terminal. This type of failure is typically associated with misuse of the pad by applying an excessive force directly to the thermostat. We have implemented a CAPA project ((B)(4)) to better protect the thermostat from abuse.